Event description:
It was reported through implant patient registry that a patient with a 31mm 6900ptfx in the tricuspid position, implanted for nine months 24 days, underwent an explant procedure due to recurrent endocarditis, mssa sepsis, thickened leaflets, and mild central regurgitation. The patient received a 29mm 6900ptfx valve in replacement. The patient tolerated the procedure well without complication. Her post op course was complicated by complete heart block on pod #3. The patient was discharged to rehab on pod #10. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device.

Manufacturer narrative:
F10: device code 3191 = thickened leaflet h10: additional manufacturer narrative: updated sections: b5, b7, f10, h10 prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI number: (B)(4). This device was explanted for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was discarded and will not be returned to edwards for evaluation. Attempts to retrieve the device as well as additional event information have been carried out. Based on the initial information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 31mm valve in the tricuspid position for 9 months 24 days, underwent an explant procedure of the initial implanted device for unknown reasons. The patient received a replacement 29mm valve. The current patient status is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device.